Event description:
As the physician was intubating a pt, the laryngoscope light source changed and a green piece was noted to fall into pt's airway. The pt was reintubated with another blade. The first blade was inspected and a portion of the fiberoptic filament was noted to be missing. A bronchoscope was used to retrieve the missing piece.